Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 120 units of insulin during the load sequence. It was also reported that a cartridge alarm occurred. The customer's blood glucose level was in 256 - high (specific value was not provided) mg/dl. Customer administered a manual insulin injection to address elevated bg. A cartridge change was performed resolving the issues.